Manufacturer narrative:
(B)(4) - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, after performing an ablation procedure due to atrial fibrillation, the physician checked the subject pacemaker and a message was displayed on the programmer screen: "atrial and ventricular impedance > 3000 ohms". In addition the pacemaker didn't sense and pace. The pacemaker was replaced. During the change, the leads were successfully tested.